Event description:
A talent stent graft system was implanted for the endovascular treatment of a 5.3 cm diameter abdominal aortic aneurysm and a thoracic dissection. The diameter of non-aneurysmal proximal neck was 27mm, the diameter of non-aneurysmal distal neck was 21mm, aneurysm length was 70mm, the common iliac artery had mild calcification, the proximal neck had moderate calcification, and the distal neck had moderate calcification. It was reported that the patient was immediately taken to the facility. An examination was carried out and he was diagnosed as having impending rupture at the device implanted site. There was a confirmed dissection of intima of a vessel at distal side of the device implant site. A replacement of synthetic vessel was performed at the distal side of the relevant device, and the patient was being monitored. The patient outcome was confirmed to be improved and they were discharged. The patient had a propensity for the shrinking of the aneurysm 3 years after repair, but the patient initially had a dissecting aortic aneurysm as part of their primary disease and the dissection was enlarged. The physician noted that there was no quality issue with the product, but this event occurred at the device implanted site so there was causality between this event and the relevant device. It was noted that the event was not related to the procedure. The physician also noted that this event was related to the patient¿s primary disease. Additional information received reported that tw3834c112tj was the distal device. The patient underwent open surgery to replace the aorta with a syntheti c vessel. It was noted that the talent devices were not explanted. It was further reported that the proximal device did not cause or contribute to any issues. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
(B)(4).